Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 429878 ,5076-58 leads implant date: (B)(6) 2017 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date:31-jan-2024 / serial (B)(6) d9: no h3: no h4: mfg date: 23-jan-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: dd-mmm-yyyy / serial#: bat (B)(6) d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: no . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power, and motor start events with parameters outside of the typical range. It was also reported that the controller exhibited several losses of power along with a vad disconnect alarm, and the battery exhibited a power disconnect alarm. The vad, controller and battery remain use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the exhibited above normal power, controller losses of power, vad disconnect alarm and battery power disconnect alarm occurred in a non-clinical setting without patient involvement after the controller had been returned to the manufacturer for testing. The vad exhibited several motors start events with parameters outside of the typical range. The vad remains in use.

Manufacturer narrative:
A supplemental is being submitted for correction to b5, e1, and to remove the following: additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / serial#: (B)(6) d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / serial#: (B)(6) b5 has been updated to reflect that this occurred in a non-clinical setting and without patient involvement upon return and testing of the device to the manufacturer; only the reported motor starts will be captured and reported within this regulatory report hereafter. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Log file analysis revealed motor start events recorded on (B)(6) 2023 at 14:54:12 and on (B)(6) 2024 at 10:02:55 in which the motor start parameters were atypical. In addition, log files revealed one (1) low flow alarm was logged on (B)(6) 2024. The observed low flow alarm is an additional finding, not related to the reported finding. As a result, the atypical motor start parameters finding was confirmed. Based on the available information, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be att ributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.